Manufacturer narrative:
Quantity -2 h6: product analysis: both saddles on the bone screws show the rod was angled and setting heavier to one side of the saddle. There are witness marks in the saddle indicating that the rod moved inside saddle. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: traumatic kyphosis. Type of procedure: t11-l1 psf (posterior spinal fusion) traumatic kyphosis, 13 thoracic vertebrae. Levels implanted: t11-l1. It was reported that post-op, the lower screw of constructed was disconnected. Revision surgery was performed due to this event.